Event description:
It was reported that during a lap cholecystectomy, the clips did not feed properly into the jaws of the instrument. Another device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
The analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the ejected clip issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record reviewed and no anomalies were noted during the manufacturing process.